Event description:
The customer contact reported a crack in the distal clave y-site; subsequently, a leak was noted. On an unspecified date, the tubing set was being used by anesthesia personnel to deliver normal saline and unspecified medications. After an unspecified length of time, it was reported that an unspecified volume of solution leaked from a crack at an unspecified location of the distal clave y-site of tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.